Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. Initial reporter telephone number: (B)(6). Product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was damaged during the operation. Through follow-up we learned that there was no patient contact with the product and that the damage was not caused by the user.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: the lens was not actually damaged. The mentioned damage was confirmed to be related to the lens being stuck in the cartridge during the lens preparation. The field below was updated accordingly: section h6 -health effect - medical device problem code: 2983 - mechanical jam upon further review of the file, it was noted that this event is no longer reportable as the actual lens was not damaged. Therefore, this supplemental filing is to state that this event is not reportable per additional information received and no further information will be provided under MDR number 3012236936-2023-00711. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.